Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified de novo circumflex lesion, the 2.5 x 23 mm xience v stent delivery system could not cross the lesion. The sds was removed from the anatomy and once outside the anatomy air was pulled into the system. It was confirmed that a balloon hole/tear was present in the sds. A non-abbott stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide wire: sion blue. Guide cath: heartrail 6f ifl3.5sh. An analysis of the returned device did confirm the reported tear in the balloon material. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, investigation, there is no evidence to suggest a product deficiency.